Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The microcatheter was returned for analysis. The marker band and the approximately 0.6mm of the distal tip were found missing from the micro catheter. This missing segment was reported to have been imbedded within the competitor liquid embolic. Based on the reported information and the device analysis, the report of catheter separation and marker band dislodge were confirmed. It appears that the microcatheter separated when the tensile strength of the tubing material was exceeded. In this event, use context likely contributed to the separation issue, as the microcatheter was pulled beyond the 20cm limit noted in the instructions for use (IFU). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during treatment of a brain tumor (meningioma), the catheter was alleged to have been stuck in the competitor liquid embolic material. The device was forcefully removed. Upon examination, the catheter's marker band was notice to have been damaged and the tip of the catheter had separated. Since this event occurred within the feeding vessel of the tumor, the physician decided to leave the marker there, and the embolization procedure was completed without removing the object from the patient. No negative patient impact has been reported. Treating location was in the peripheral and not near the pica. The anatomy was very tortuous.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.